Event description:
It was reported to baxter (B)(4) that an infusor sv0.5 device had a loose filling cap before use. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant the cutting wire was failing to release the bowed shape. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This root cause of this issue is being addressed under CAPA # (B)(4). Service history review determined that this device has not been previously sent into service for the reported condition of "stop button is not working". Trend review determined that baxter has received similar reports.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "stop button is not working". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a malfunction of stop button is not working. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.